Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device was not returned for additional evaluation and investigation. It was reported that the catheter was occluded due to unknown reasons. Per the instructions for use of the device, catheter occlusions are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received reporting a catheter replacement. The patient had complained of lack of pain relief. The patient had a cap study performed where there was no ability to aspirate the catheter. During the catheter surgery, it was confirmed that the catheter was occluded due to unknown reasons. A new catheter was placed and the old catheter was tied off, clamped, and left implanted.